Event description:
The following descriptions of the event were documented by the foreign distributor's rep(s) and sent to (B)(4) via e-mails. On "(B)(6) 2010: received formal complaint logged by [name removed]. Asked [name removed] about patient outcome; [name removed] advised, "yes alarms went off, staff reacted accordingly to manually ventilate until they could get another oscillator ready. They did put the patient on another unit and they were on for a few more days. Had the incident not occurred, the patient would have been transitioned to a conventional ventilator earlier (as they were getting better on the oscillator anyway). Incident caused patient to be in ICU several days longer than planned." Incident date (B)(4) 2010. Driver failure caused circuit failure. Equipment no longer usable." "The rubber tore away from the piston and the driver went forward far enough to butt into the bellows causing the top 2 fasteners to break. The bellows dislodged and fell forward from the top. Mean airway pressure was lost and the low pressure alarm sounded and the driver stopped settings were moderate (B)(4). It was not noticed whether the overheat light was on." The following additional information concerning the event was copied from an e-mail received by (B)(4) from (B)(4). "The description with the incident was that the device failed while treating a patient, and "the patient rapidly desaturated to 78% causing the average saturation to drop" also, the "failed driver mechanism caused the plastic disposable between the ventilator and the patient's breathing circuit to crack and fall off. This is what alerted the rt that something had failed. When the ventilator came to the biomedical engineering department, it was observed that the rubber around the diaphragm had cracked."

Manufacturer narrative:
Event occurred at: (B)(6) 2010, (B)(4) sent a letter via e-mail to the distributor in (B)(4) seeking additional information concerning the reported event and the condition of the patient. As of (B)(6) 2010, there has been no additional information received in response to that letter. Neither the foreign user facility nor the foreign distributor submitted a user facility/importer report to the manufacturer. Event codes were derived based on information provided by the foreign distributor and (B)(4). (B)(4). (B)(4) issued a (B)(4) number to the distributor in (B)(4) for the return of the alleged faulty driver assembly for evaluation. As of (B)(6) 2010, the alleged faulty driver assembly has not been received. Once the alleged faulty driver assembly is received and the evaluation is complete, (B)(4) will submit a follow-up medwatch report.